Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During functional testing, an f-52 (master cpu received a swi interrupt) alarm was identified. The reported condition was verified. The cause of the condition was determined to be a damaged central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an alarm that ¿does not stop.¿ it was not specified when in the process this occurred. There was no patient involved. No additional information is available.